Manufacturer narrative:
Further clarification to patient's age was reported as "early 60s". The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available. Device labeling addresses the reported events as follows: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Safety and effectiveness have not been established in patients with the following: ¿ autoimmune diseases (e.g., lupus and scleroderma). ¿ a compromised immune system (for example, currently receiving immunosuppressive therapy). ¿ there are also consequences of rupture. If rupture occurs, silicone gel may either remain within the scar tissue capsule surrounding the implant (intracapsular rupture), move outside the capsule (extracapsular rupture), or move outside the breast (gel migration). There is also a possibility that rupture may progress from intracapsular to extracapsular and beyond.

Event description:
Patient's relative reported that the patient had "silicone traveled to the joints", "an autoimmune disease", "kept getting bizarre rare forms of diseases", and "body had no immunity." Patient's relative also reported that the patient passed away "recently". Manufacturer of the device is unknown. As the affected location of the events were not specified, this medwatch represents the unknown side for these reported events. See MFR # 9617229-2017-00136 for the contralateral side report.